Event description:
Reporter indicated a vns handheld computer screen would freeze. Good faith attempts to obtain add'l info has been unsuccessful to date. The handheld has been returned to the MFR and is pending prod analysis.